Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the touchscreen was intermittently unresponsive. Customer's blood glucose level was not impacted. Troubleshooting was performed and the pump performed as intended. Reportedly, the customer continued to use the pump for insulin therapy.